Event description:
It was reported that the catheter fell out of a labor patient with an epidural while the balloon was still intact. The nurse reportedly noticed the catheter was expelled when there was no urine in the bag after copious amounts of output.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow staining throughout catheter) 3-way temp sensing silicone foley catheter with meter drain bag, statlock, inlet tube, sample port connector, and intact tamper evident seal.. Visual inspection of the sample noted that the catheter balloon was partially inflated on receipt. The catheter balloon was deflated and returned 4cc of unknown fluid solution. The balloon was then inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. The active length of the catheter balloon was measured (0.7605 inches) and found to be within specification (0.60- 0.90 inches). The catheter was confirmed to be size 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Anti-microbial all-silicone foley catheter with bard® hydrogel and bacti-guard®* silver alloy coating 100% latex-free infection control temperature-sensing 400-series foley catheter catheter made of silicone elastomer warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Valve type: use luer slip syringe. Do not use needle. Bard, the i.c. Logo, and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. Bacti-guard is a registered trademark of bactiguard ab. *bacti-guard® silver alloy coating is licensed from bactiguard ab. U.s. Patent nos. 5,179,174, 5,320,908, 5,395,651, 5,747,178, 5,965,204, 6,224,983 and patents pending canadian patent no. 2,016,081; australian patent no. 642,872 ©2006 c. R. Bard, inc. All rights reserved. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not resterilize. For urological use only. Sterile unless package is opened or damaged. Single patient use only. Do not reuse."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of a labor patient with an epidural while the balloon was still intact. The nurse reportedly noticed the catheter was expelled when there was no urine in the bag after copious amounts of output.